Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system due to right atrial (ra) lead pacing impedance values greater than 3000 ohms, which was out of range. Technical services (ts) analyzed device episode data and found that, after the lss, there were stored atrial tachy response (atr) episodes due to oversensing of myopotential noise on the ra channel as well as a signal artifact monitor (sam) episode with minute ventilation (mv) noise and oversensing. Ts suggested reprogramming as troubleshooting. After testing in clinic, the physician will be performing a revision procedure at a later date. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system due to right atrial (ra) lead pacing impedance values greater than 3000 ohms, which was out of range. Technical services (ts) analyzed device episode data and found that, after the lss, there were stored atrial tachy response (atr) episodes due to oversensing of myopotential noise on the ra channel as well as a signal artifact monitor (sam) episode with minute ventilation (mv) noise and oversensing. Ts suggested reprogramming as troubleshooting. After testing in clinic, the physician will be performing a revision procedure at a later date. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. According to additional information, this lead was fractured prior to extraction. No additional adverse patient effects were reported.

Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system due to right atrial (ra) lead pacing impedance values greater than 3000 ohms, which was out of range. Technical services (ts) analyzed device episode data and found that, after the lss, there were stored atrial tachy response (atr) episodes due to oversensing of myopotential noise on the ra channel as well as a signal artifact monitor (sam) episode with minute ventilation (mv) noise and oversensing. Ts suggested reprogramming as troubleshooting. After testing in clinic, the physician will be performing a revision procedure at a later date. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported.